Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced an occlusion alert on the ilet insulin pump with an inset infusion set, removed the tubing without clearing the alert, and later required assistance to replace the cartridge and tubing and to clear the original alarm; a subsequent ¿insulin set expired¿ alert occurred because the fill-cannula step was not performed until coached. Symptoms included sweating associated with hyperglycemia, with a reported blood glucose of 308 mg/dl for a couple of hours. Outcomes included no use of backup therapy, no ketone testing, and no medical intervention or hospitalization. Investigation included customer care troubleshooting and user education regarding alert clearance, cartridge change, tubing fill, and the importance of performing the fill-cannula step. Investigation of this case revealed that the occlusion alert was resolved after supply change, and that user handling errors contributed to persistent alerts and inadequate infusion priming. It was concluded that the event was related to an infusion set occlusion and user use-error, with resolution following proper replacement and completion of the required setup steps. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.